Event description:
The customer reported via phone call that he has been having issues with the sensor, is not calibrating correctly. The customer stated the insulin pump continues to alarm calibration error. The customer stated he would insert a new sensor and the event will reoccur within hours. Customer stated the sensor was reading 113 and blood glucose was 257mg/dl, he treated with insulin pump. The customer was running higher than normal due to eating. Customer will call back when the blue tested is available to test the transmitter. The customer stated he feels the transmitter or the sensors are the cause of the event. The customer stated the sensor will continue to read low. The insulin pump then will alarm threshold suspend until turning the sensor off. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.